Event description:
It was reported by the customer that the insulin pump was alarming motor error. Customer stated the device alarmed when she was attempting to bolus. During troubleshooting, customer stated that she does not use the sensor feature and was able to rewind the device. Customer stated she does not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was 84 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test and the basic occlusion test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the reservoir tube window corners.